Manufacturer narrative:
(B)(4). Implanted device remains

Event description:
Per the clinic, the patient experienced an infection at the implant site and underwent a revision surgery on (B)(6) 2014. The patient underwent a second revision surgery on (B)(6) 2014, to reposition the receiver/stimulator unit due to skin flap breakdown and subsequently experienced a performance decrement with device use.